Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, the balloons did not inflate. To complete the procedure, a third balloon was used with no issues. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received three devices. The visual inspection of the returned products noted that the obturators, balloons valve seals and doors appeared intact. Pmv performed functional testing; the balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.